Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm and low reservoir alert. The customer reported that the insulin pump was not doing anything when pressing act button. The customer's blood glucose was 206 mg/dl at the time of incident. The customer stated that the insulin pump went back to normal and they were able to rewind after battery change. The customer declined to troubleshoot for failed battery test alarm. The insulin pump will not be returned for analysis.